Manufacturer narrative:
(B)(4).

Event description:
The complaint states that prompting for login during session on the mobile app was reported. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
The complaint states that prompting for login during session on the mobile app was reported. Product was provided for investigation. Confirmation of the complaint was confirmed via product. The probable cause could not be determined via product.